Event description:
It was reported that the device had 242.4030 motor stall alarming when opening door. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had 242.4030 was not identified during the customer call. Tech support recommended the step to verify the motor connector is securely and properly connected. If the issue persist recommended to replacing ail assembly and provided the part number 49000355 air-in-line (ail) sensor assembly/ gasket kit, 8100 rohs. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.